Event description:
It was reported that the device was plugged in, green indication light on side was lighting but no flash icon was shown on battery icon on display. When power cord is unplug, device instantly gave alarm battery low. The battery was not charging at all. There was no harm to the patient.

Manufacturer narrative:
Event or problem section was updated with a better description of the event.

Event description:
It was reported that the device was plugged in and the green indication light on side was lighting, but no flash was shown on the battery icon in the display. When the power cord was unplugged, the device instantly gave an alarm for battery low. The battery was not charging at all. There was no harm to the patient.

Manufacturer narrative:
The device was sent to our technical centre so an evaluation could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.